Event description:
Update was received information that patient underwent surgery and was seen with high impedance in pre-op. After a new generator was implanted high impedance was still observed. The surgeon then explanted the patient's leads and visually identified lead damage. It was reported that after beginning tunneling for a new lead, the surgeon assessed that he could not place the new lead safely on the nerve; the revision was discontinued and products were discarded.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient was interrogated and found to have high lead impedance. Additional information received noting that the patient has not experienced any recent trauma or manipulation, and x-rays were not taken. No known surgical intervention has occurred to date. No other relevant information has been received to date.